Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s system consisted of a competitive device and boston scientific leads. Pacing impedance measurements had increased from 500 ohms at implant to 1348 ohms on the right ventricular (rv) channel. The higher measurements were with the lead programmed tip to ring configuration. Additionally, threshold measurements had also increased. A revision procedure was performed and the rv lead was removed from service and replaced. A cardiac effusion occurred during the procedure. No additional adverse patient effects were reported.